Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreatic duct during an extracorporeal shock wave lithotripsy (eswl) procedure performed on (B)(6) 2022. During the procedure, the image disappeared approximately thirty minutes into the procedure. The procedure was not completed due to this event. It was reported that the procedure was completed on another day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. No image was displayed. The device was fully articulated in all directions; no changes to the image resulted and the image remained off. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wires appeared cloudy as they met the rdl, which is a characteristic seen when corrosion occurs. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fiber's (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The reported event was confirmed. During product analysis, evidence of fluid ingress into the optics lumen was observed in the form of procedural residue at the top of the optics lumen in the breakout, and corrosion of components in the distal tip. No image was observed upon plugging the unit in, likely due to the corrosion of the electrical contacts in the tip caused by fluid accessing the region. During use, it is likely that procedural factors caused this fluid to enter the optics lumen and the image signal could not withstand the change in capacitance created by the introduction of saline into the optics lumen. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.